Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number:1627487-2020-04400,1627487-2020-04402. It was reported patient had an implant procedure on (B)(6) 2020. Patient did not have any complications during the procedure. Therapy was turned on (B)(6) 2020 .patient started having shortness of breath leading to pneumonia and pulmonary embolism. Patient passed away on (B)(6) 2020.